Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported having a lot of low blood glucose (bg) episodes. They had been announcing "less than usual" meals as they were worried that they had been receiving too much insulin. Reports showed lows that were quickly corrected. Lowest reported bg was 53 mg/dl. Bg was corrected by eating candy. User was advised to speak with a certified diabetes specialist (cds). Reported symptoms included shaking and sweats. No non-medical assistance or medical intervention was required.